Manufacturer narrative:
Code 3191 was used to capture the allegation of surgery and electrical shock. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and multiple shocks due to the incorrect interpretation of the patient rhythm as ventricular tachycardia (vt). The vt identification was attributed to the placement of the right ventricular (rv) lead. As result, the patient underwent a surgical procedure wherein the lead was extracted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and multiple shocks due to the incorrect interpretation of the patient rhythm as ventricular tachycardia (vt). The vt identification was attributed to the placement of the right ventricular (rv) lead. As result, the patient underwent a surgical procedure wherein the lead was explanted and replaced. No additional adverse patient effects were reported.